Manufacturer narrative:
Philips service resolved the issue through configuration changes and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that flexvision monitor displayed black image; configuration issue suspected on a azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.